Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced. The patient&#38112;condition was good before and post procedure.